Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The device was protruding on the left side and had been getting caught on things. The device had been protruding/moving since implant on (B)(4) 2014. It was reported that they bumped into things with their implantable neurostimulator (ins). The top incision near the electrodes had hurt since implant on (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.